Manufacturer narrative:
Visual examination of the device found the patch to be bent over and curled up around the circumference of the patch. There was no tissue attached to the eptfe side of the patch and the eptfe had numerous wrinkles in it. A very small amount of tissue attachment/ingrowth into the mesh side of patch and was distorted in much the same manner as the eptfe side of the patch. The patch was visually and manually inspected, all components appeared to be intact. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, it is alleged the patient developed an abscess which is also a known adverse event listed in the IFU. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Based on the visual examination and the information provided, no definitive conclusion can be drawn.

Event description:
The following was reported by the user facility: it was alleged on (B)(6) 2005 the patient was implanted with a bard composix kugel patch for repair of a ventral hernia. Seven years later the patient developed an abscess and on (B)(6) 2012 underwent explant of the "infected ck patch."